Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right breast is "firm and looks abnormal due to capsular contracture," which is baker grade iii, ¿capsular contracture¿, ¿my breasts were hard as rocks", ¿extremely painful¿, ¿doctor. Vigorously shook them so hard you could hear crackling¿, and concern with the product. Patient additionally reported "symptoms that mimicked lupus or arthritis," "always in pain, my joints and muscles ache for no reason," "don't sleep at night," "bruise easy," "vertigo," and "memory issues"; these events are not related to the device. Device remains implanted.